Manufacturer narrative:
(B)(4)

Event description:
It was reported that when patient presented to clinic for routine follow-up, high capture threshold and low sensing threshold was observed on the rv lead. Physician elected to reposition the lead but was unable to screw the lead out. The lead was explanted and a new lead was implanted. Patient did not have any adverse consequence.